Event description:
It was reported that the user experienced prolonged hyperglycemia with a highest cgm value of 345 mg/dl while using the ilet with a subcutaneous insulin pen as backup and a dexcom g7, during which the user suspected an infusion set issue such as a bent cannula before the site was changed. Symptoms included imbalance and a single episode of vomiting. Outcomes included resolution of hyperglycemia following correction, site change, and education, with fingerstick and pump readings near 100 mg/dl at the time of the call. Investigation included troubleshooting and user education regarding external insulin dosing and recommended disconnection from the ilet after fast-acting injections. Investigation of this case revealed a probable infusion set delivery issue with unclear root cause because the set was discarded before inspection, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.